Manufacturer narrative:
Section a1 patient identifier has a character limit, the full patient dentifer is (B)(6). No additional patient information is available. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer generated false depressed alinity c creatinine (enzymatic) results when processing on the alinity c processing module. Sid (B)(6) generated initial result of 74.42 umol/l, repeat result of 218 umol/l. No impact to patient management was reported.

Event description:
The customer generated false depressed alinity c creatinine (enzymatic) results when processing on the alinity c processing module. Sid (B)(6) generated initial result of 74.42 umol/l, repeat result of 218 umol/l. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier has a character limit, the full patient identifier is (B)(6). No additional patient information is available. Section a2 age, a3 sex, a5 ethnicity, a6 race are updated with customer provided information. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the alnty c-series cuvette dryer tip looked dirty. Service replaced the part and the issue was resolved. No additional result issues have been reported since part replacement. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the alnty c-series cuvette dryer tip did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformance's associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial: (B)(6) or the alnty c-series cuvette dryer tip were identified.

Event description:
The customer generated false depressed alinity c creatinine (enzymatic) results when processing on the alinity c processing module. Sid: (B)(6) generated initial result of 74.42 umol/l, repeat result of 218 umol/l. No impact to patient management was reported.